Manufacturer narrative:
The troponin t reagent lot number was 742801. The pro bnp reagent lot number was 730420. The expiration date was not provided. The field service engineer found the main pump head was damaged. He replaced it and adjusted the pressures. He ran mechanism checks and tested the system which passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of water leaking from the cobas e 801 analytical unit and questionable elecsys troponin t gen 5 and elecsys probnp ii results. The samples were repeated on a cobas pro analyzer at another laboratory. Sample 1 initial troponin t result was 41.4 ng/l and the repeat result was <6 ng/l. Sample 2 initial troponin t result was 101 ng/l and the repeat result was 9.55 ng/l. Sample 3 initial probnp result was 496 pg/ml and the repeat result was 12280 pg/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.